Manufacturer narrative:
A review of the device history records was performed which confirmed no inconsistencies with this device at the time of manufacture. Functional evaluation found that the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. Visual evaluation found a contact point on a section of the inner burr at the proximal end of the tube. The bronze brushing also shows a contact point corresponding with a contact point on the sheath. This can occur when there is lateral loading on the device. Root cause is attributed to the manner in which it was used. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During a shoulder arthroscopy procedure it was reported that there was metal abrasion inside the joint (shoulder). The joint was cleaned (flushed) by the doctor and all the debris was removed. The blade was positioned flush relative to the tissue. There were no anatomy or procedure exceptions; no more force was required on the device used in this procedure than typical. No seizing was experienced and there was a seven minute delay in the procedure. No patient injury was reported.